Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages/ damaged therapy electrodes) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was severed, all wires were cut. The root cause for the severed cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A u.s. Distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.